Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp t-connector extension set had popped off/dislodged at the rubber area. This was observed when the set was flushed with 10 units of heparin as there was difficulty with flushing. Tpa of the central line was completed; however, there was no report of patient injury or medical intervention associated with the set issue. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection identified that the interlink septum (rubber component) was bulging above the swage ring. Functional and pressure testing were performed, and continuous bubbles were observed in the interlink t-connector subassembly. The reported condition was verified. The cause of the condition was due to a machine related issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.